Event description:
Per the clinic, the patient experienced a performance decrement due to migration of the electrode array and subsequently antibiotic was administered (type and duration not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on november 06, 2023.

Manufacturer narrative:
Per the clinic, the patient underwent repositioning surgery on (B)(6) 2023 under general anesthesia. This report is submitted on february 19, 2024.